Event description:
A 6.0mm diameter x 40mm length peripheral flexible biliary delivery system was used to treat an iliac stenosis. The physician attempted a contralateral approach to the target vessel, entering the right iliac to reach the left iliac artery. The angle of the iliac arteries at the bifurcation was very tortuous and contained highly calcified lesions. As the stent delivery system was passed over the bifurcation, the stent became caught on the arterial calcification and was ulitmately dislodged from the balloon as a result. The dislodge stent was successfully snared and removed from the pt. The pt is reportedly doing well, and there was no additional clinical sequelae reported relative to the event.